Event description:
It was reported that the patient did not receive any benefit from the stimulation. With the brainlab software, it was identified that the deep brain stimulation (dbs) lead was anterior of the target. The patient underwent a revision procedure. There was nothing wrong with the lead implanted, but the physician decided to replace it with a new lead. Testing from surgery confirmed that the lead had a good placement. The patient was doing well postoperatively. Additional information was received that the patient did not experience any stimulation issues. The patient was not getting any benefit due to the placement of the lead.

Event description:
It was reported that the patient did not receive any benefit from the stimulation. With the brainlab software, it was identified that the deep brain stimulation (dbs) lead was anterior of the target. The patient underwent a revision procedure. There was nothing wrong with the implanted lead, but the physician decided to replace it with a new lead. Testing from surgery confirmed that the lead had a good placement. The patient was doing well postoperatively.